Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. The battery handpiece device was evaluated and the reported condition that it was difficult to close the lid was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the trigger of the device did not move smoothly. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece device had component damage, moving parts of the trigger of the device did not move smoothly, and moving parts of the device did not move smoothly. It was noted that the shaft showed age-related deterioration; the upper and lower triggers were catching; and lid installation was snagging. (It catches when used in combination with the hospital-owned lid.) It was further determined that the device failed pretest for check for mechanical fee movement, check for sticky triggers, and check fitting of the lid. It was noted in the service order that it was difficult to close the lid. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.